Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Six batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files several premature power switching events that were due to communication errors involving (B)(6). Additionally, data log files revealed a momentary disconnection which did not lead to a premature power switching event involving (B)(6). Momentary disconnections will result in an audible tone or "beep." Analysis of the alarm log file revealed one critical battery alarm due to a communication error involving (B)(6) logged on(B)(6) 2020 at 03:15:27. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on (B)(6). A power source lubrication procedure had been performed on the battery (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 04-mar-2020. The most likely root cause of the premature power switching events and critical battery alarm can be attributed to communication errors between the controller and battery. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported ¿beeps" can be attributed to momentary disconnections between the controller and battery. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: serial #: (B)(6). D10: yes, return date: 15-may-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6): yes, return date: 15-may-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6). D10: yes, return date: 15-may-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6). D10: yes, return date: 15-may-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6). D10: yes, return date: 15-may-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 4307. D4: serial #: (B)(6). D10: yes, return date: 15-may-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4), UDI # (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacturing date: 04-dec-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacturing date: 26-apr-2018. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacring date: 23-sep-2018. Labeled for single use: no. (B)(4). Brand names: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacturing date: 23-sep-2018. Labeled for single use: no. (B)(4). Brand names: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacturingdate: 29-sep-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacturing date: 13-dec-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that controller and six batteries exhibited power switching associated with several beeps, and the controller exhibited an erroneous critical battery alarm associated with one of the batteries. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.